Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) up to 1600 u/l; the patient's baseline ldh was in the 200-300 u/l range. The patient's inr was therapeutic with a goal of 2-3. The patient's anticoagulation regimen included warfarin and aspirin (81mg). The patient was placed on an angiomax drip for suspected pump thrombosis. The patient continued to become symptomatic and was placed on the transplant list. On an unspecified date, an intra-aortic balloon pump was placed. The patient was transplanted on (B)(6) 2016. It was reported that a clot was visualized by the surgeon when the pump was explanted.

Manufacturer narrative:
The evaluation of the returned pump revealed deposition on the rotor bearing ball. The deposition was partially obstructing the blood flow path and could have contributed to the patient¿s reported elevated lactate dehydrogenase (ldh) levels. A root cause for the observed deposition could not be conclusively determined through this evaluation, the rotor bearing ball revealed a white/dark red, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a white, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.